Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the implantable cardioverter defibrillator (ICD) failed to be interrogated. Electrocardiogram revealed no output. The patient was found to be in bradycardia due to loss of pacing. The device was explanted and replaced. The patient was stable throughout.